Event description:
Healthcare professional also reported left side deflation and valve delamination from shell "partially." Device has been explanted.

Event description:
Patient reported left side deflation. Healthcare professional also reported left side deflation and valve delamination from shell "partially." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles inner the shell and opening on valve. Microscopic analysis was performed which identified: crack opening on valve and no delamination is observed in the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.